Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 13 mg/dl. The cause of low bg was unknown. The customer was unconscious, and received third party assistance from their son, grandchild, fire department and paramedics. The fire department and paramedics had to revive the customer and provided two glucagon shots to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.